Event description:
It was reported that while the device was on a patient, the devices alarm was triggered and the devices display went blank. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Correction: g1 the device log files were provided for evaluation. The reported malfunction was confirmed in the log files. Although the screen went blank, the log files confirmed that the device continued ventilation and the alarm remained active in the background. Technical support advised the customer to replace the mainboard to resolve the reported malfunction.